Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to the display screen, the battery compartment was cracked from the threads to the seal case. The battery cap was also damaged. There were no power issues observed in the device¿s history or during investigation. Additionally, the keypad cover was intact but the up and down buttons responded intermittently. Contamination was found underneath all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had become discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.